Event description:
Hcp reported pt died, cause of death is pneumonia.

Event description:
Patient was implanted with bilateral dbs electrodes in the subthalamic nuclei (stn) on 6/1999. Patient responded well during trial and internal pulse generators were implanted 7 days later. At one year, the pt had done moderately well with improvement of off medication tremor, rigidity and bradykinesia. Pt had continued difficulty with memory and is functioning with minimal assistance. On the 10/00 evaluation visit, the pt had developed increased difficulty with off-medication fluctuations and gait. The stimulator settings were adjusted and symptoms improved somewhat, atleast in the on-medication condition. Patient had surgery on their jaw on 01/01 for osteomyelitis and osteonecrosis at an oral surgeon's office. The following day pt underwent routine diathermy to promote bone healing at the same office. After 15 minutes of diathermy on each side of their jaw (with dbs systems on), the pt was found to be unresponsive, with pinpoint pupils and decerebrate posturing. The dbs systems were turned off using the hand-held magnet and pt was admitted to medical center. The neurological exam at admission confirmed the comatose condition. Brain CT showed no evidence of bleeding. The following day, the pt was transferred to hospital for care. On arrival, dbs system interrogation showed all dbs parameters unchanged from those programmed on the visit. Brain MRI 2 days later showed distinct areas of edema centered at stn electrode contacts bilaterally. Hyper intensity was most notable in the region of the dbs contacts but was fairly widespread, extending into the pons, midbrain and diencephalons junction. Two days later patient's condition has improved somewhat and pt is responding to oral commands and moving toes and fingers. Pt remains hospitalized and under supportive care.